Manufacturer narrative:
Correction to b1, b5, and h6 based on additional information. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of calcification was confirmed based on the medical record. According to the technical summary, evaluation of reported events of calcification for the sapien xt, s3, and s3u valves did not confirm any manufacturing non-conformances. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
It was initially reported by the field clinical specialist (fcs), that approximately 3 years, 5 months, 26-day post tmvr procedure with a sapien 3 valve, the valve presents stenosis and leaflet thickening. The patient underwent a successful valve in valve procedure with a 23mm sapien 3 valve. The patient was stable post procedure. However, per medical records received, the patient underwent a valve in valve in valve in the mitral position due to calcification of their sapien 3 valve. The patient presented with dyspnea on exertion.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years, 5 months, 26 day post tmvr procedure with a sapien 3 valve, the valve presents stenosis. The patient underwent a valve in valve procedure with a 23mm sapien 3 valve.